Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac provided a systematic troubleshooting regimen that would involve any suspect device, hoping the source of the error codes can be pinpointed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited a communication error b30. The issue was found during inspection for use. There were no reports of patient involvement.